Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, successfully reset the pump, after which the error did not reoccur, and the sensor session was started successfully.